Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that this was a meniscal suturing procedure treating meniscal injury on (B)(6) 2020. The shaft of the truespan peek broke while in use, so the surgeon was not able to apply implants. The was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information received from the affiliate reported the case was completed, but could not provide additional details. It was also reported the device will be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that this was a meniscal suturing procedure treating meniscal injury on (B)(6) 2020. The shaft of the truespan peek broke while in use, so the surgeon was not able to apply implants. The complaint device was received and evaluated. Visual observations reveal that the both implants were deployed. When test its functionality, it was observed that the shaft was loose, when the silicon sleeve was removed can be observed that the needle was broken. The device was opened to review the internal components. As result, the needle shaft assembly was found disconnected from the push rod assembly. The possible root cause for the reported failure can be attributed to excessive force applied in the device. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l57086, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.